Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.00mm / 2.0cm / 135cm otw peripheral cutting balloon was advanced for dilatation. During the initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.